Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with corroded battery tube. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners and belt clip slot.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated none of the buttons were responding on the insulin pump. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.